Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were scissored on both devices. A third device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition with the jaws properly aligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the (b) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and fed and formed the remaining clips as intended. In addition the device locked out as intended. However, on a separate bag, two scissored clips were returned. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use "do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation". The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b additional information: batch # j9269f, expiration date: 08/2017, manufacturing date: 09/2012.

Manufacturer narrative:
(B)(4).